Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
It was reported to b. Braun medical inc. That an infusomat space pump intravenous (IV) pump set (material 363430, lot 0061868575) was being used to administer paclitaxel on (B)(6) 2024. According to the complainant, the pump began beeping for air-in-line almost immediately after being attached and continued to beep approximately every ten (10) minutes throughout the entire 3-hour treatment. Multiple attempts were made to resolve the issue including priming and re-priming the line, cleaning the line, removing the tubing and dripping by gravity, and even using a cavi wipe on the sensor. Despite these efforts, the issue persisted, causing significant frustration. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.